Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor electrode was missing. The customer¿s blood glucose was 15 mmol/l. Customer reported that he connected transmitter and it started to blink but wouldn't stop inquired what led up to the complaint. Customer stated that they inserted sensor and it couldn't connect. Customer removed sensor and it did not have the electrode. Customer upset because unsure if electrode is still in the body or if the electrode was just missing. The sensor will not be returned for analysis.